Event description:
It was reported to medtronic neurosurgery that the patient's valve could not be adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.